Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux dialyzer, and the serious adverse events of hypersensitivity/allergic reaction (characterized by pruritis), which required the administration of benadryl (and possible alternative dialyzer use). The patient¿s pruritis occurred during hd therapy and was remediated by the administration of benadryl. Therefore, it is highly probable the optiflux dialyzer caused or contributed to the serious adverse events. During hd therapy, blood is coming into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Limited follow-up information precluded a more comprehensive investigation. Although there was no deficiency or malfunction reported, the optiflux dialyzer cannot be excluded from having a causal or contributory role in the serious adverse events. While uncommon, hypersensitivity/allergic reactions are known to occur with the use of optiflux dialyzers and/or other elements in the extracorporeal circuit.

Event description:
A clinician reported to fresenius that 5-10% of patients at their clinic experience an itch-related reaction (pruritis) to the optiflux dialyzer and requires the administration of benadryl. Follow-up with the clinical charge nurse (ccn) revealed there are two patients (initial patient investigated in file (B)(4)) currently using alternative dialyzers, however no additional information was provided. Subsequent attempts to obtain additional information (e.g., treatment records, hospital records, current disposition) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the dialysis unit in the three months prior to the complaint occurrence date. (B)(4) lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. Multiple lots had one approved temporary deviation notice (dn) reported and four lots had one nonconformance (ncs) reported, all of which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached with the provided information and without physical examination of the actual device. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
A clinician reported to fresenius that 5-10% of patients at their clinic experience an itch-related reaction (pruritis) to the optiflux dialyzer and requires the administration of benadryl. Follow-up with the clinical charge nurse (ccn) revealed there are two patients initial patient investigated in file (B)(6) currently using alternative dialyzers, however no additional information was provided. Subsequent attempts to obtain additional information (e.g., treatment records, hospital records, current disposition) have thus far proven unsuccessful.